Manufacturer narrative:
(B)(4).

Event description:
Received information which stated when the device was interrogated impedance readings were all >40,000 ohms on every combination. Patient was getting benefit until a few days ago. There was no trauma or accident related to this event. The patient stated, he turned off the device before going to bed and when he woke up in the morning, he did not feel anything. A lead revision was done, the lead and extension were replaced. Patient outcome was not reported.